Event description:
It was reported that during a therapeutic peripheral procedure in a slightly calcified distal sfa and proximal popliteal, the manufacturer's catheter¿s needle did not deploy correctly. The needle was fired at 3 mm but could not be advanced to the true lumen. Therefore, the needle was retracted and the wire was pulled back in to adjust the needle depth to 5 mm, with no success. Then, the catheter was advanced forward 1 cm at a time, deployed the needle and repeated approximately 5 separate times, again with no success. Angiogram showed that the needle appeared to be pointing in a different direction; however, there was no evidence of needle penetrating the incorrect vessel wall. The physician decided to remove the catheter, but it got stuck on the non-manufacturer's wire, thus were removed together as a unit. The needle was fully retracted when removed from the patient. A new manufacturer's catheter and new non-manufacturer''s wire were used to complete the procedure. There was no patient injury reported. This product problem is being submitted because the manufacturer's catheter needle was not pointing in the desired direction. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. The pioneer plus pplus120 was not returned for evaluation, thus no returned product investigation was performed.

Manufacturer narrative:
Blocks d9 & g3: the pioneer plus catheter was returned for evaluation. Block h3: the pioneer plus catheter was visually and microscopically inspected. The tip of the catheter was deformed and a tear was noted at the exit port. During functional testing, the needle could not be deployed due to resistance. However, the needle was intact with no rough/sharp edges or missing material observed. Block h6: the probable cause of the reported "needle misaligned" could not be determined since the needle failed to deploy during evaluation.